Manufacturer narrative:
Based on the current information provided, the root cause of the customer reported failure mode cannot be determined or is unknown. No product information was provided. No site/hospital or surgeon information was provided so no follow-up could be attempted with the site. Additionally, the date and type of the procedure referenced are unknown as they were not provided. If additional information is received, a follow-up MDR will be submitted. Unable to conduct site history complaint review as site information is unknown. No image or video clip for the reported event was submitted for review. Unable to conduct system or instrument log review due to lack of information on file at this time. There is no specific allegation that a malfunction of a da vinci system, instrument, or accessory occurred in relation to the reported event. There is no evidence of a product failure that would be classified as a reportable malfunction or evidence that an isi device malfunctioned in a way that could contribute to an adverse event. However, at this time, additional event details, the severity, the steps taken to address an unspecified infection, and what medical intervention was required remain unknown. Additionally, at this time, the root cause of the alleged post-operative complication is unknown.

Event description:
It was reported via a social media post that after an unspecified a da vinci-assisted surgical procedure, at an unknown site, a patient allegedly became septic and ¿almost died from a botched da vinci surgery.¿ on (B)(6) 2021, intuitive surgical, inc. (Isi) followed-up with the user in an attempt to gather additional information about her mother¿s surgery. However, no further details have been received at this time.